Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a "thumping" sensation which felt like the stimulation was turning off and on. The neurostimulator was adjusted in (B)(6) 2010 at which time they received a new patient programmer. Subsequently, it was found that the neurostimulator had normal battery depletion and that high impedances (>4000 ohms) were also seen. The lead was also replaced. The patient recovered without sequelae. See manufacturer report # 3007566237-2011-00443 for new neurostimulator issue during implantation.